Manufacturer narrative:
Product analysis: the complaint could not be confirmed. Cursor tracked with stylus on all areas of the display. Calibration was completed without issue. The stylus was replaced, as a preventative measure. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not responding to the stylus. It was noted that the stylus was replaced, but the issue persisted. The programmer was returned for service. There was no patient involvement.